Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the inform suspect device system used. Reference medwatch report with patient identifier (B)(6) for the compact plus suspect device used.

Event description:
Reporter alleged that a patient received a result of 88 mg/dl on the inform system compared back to back within 10 minutes of a result of 31 mg/dl obtained on a lab system. Reporter stated that the patient had been exhibiting hypoglycemic symptoms so based on the symptoms the staff treated him with orange juice, milk, hard candy, and vanilla wafers. Reporter also alleged that an hour later, the patient received a result of 342 mg/dl on the same inform system compared back to back with a result of 140 mg/dl on the compact plus system when testing was performed within 10 minutes. No other actions were reported taken or treatment received. A request was made for the return of the affected product.